Manufacturer narrative:
Complaint was confirmed and duplicated; alert 65 present in the notifications menu. Engineering logs also confirmed alert 65. No audible alert sound was being emitted; volume was adjusted through volume menu with issue persisting. The root cause was determined to be a faulty speak and will need to be replaced during refurbishment.

Event description:
It was reported that the ilet displayed a persistent ¿65 ¿ audio over/under current¿ alert that did not clear despite multiple restarts, and a replacement was initiated following contact with support. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Investigation included guided troubleshooting and user education performed remotely. Investigation of this case revealed a device alarm consistent with an audio system current fault; no additional contributory device component issues were identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.